Manufacturer narrative:
In compliance with regulation (EU) 2016/679 of the european parliament and of the council, stryker collects only essential and relevant patient information necessary for regulatory purposes, ensuring that no data capable of identifying a person, directly or indirectly, is gathered. Patient fields in which information is not requested or provided were intentionally left blank. A clinical review of the event determined that the device use did not contribute to the patient outcome. This was due to the following: defibrillation not indicated based on ECG. The customer stated the device powered off after charging without delivering defibrillation. The pco file and keylogs from the event date were evaluated. The initial rhythm appears 39 seconds after power on, and the patient is in a non-shockable rhythm. The view switches between a rhythm and dashed lines for approximately 45 seconds, and then the impedance waveform and rhythm reappear. The patient is in a non-shockable rhythm. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device powered off by itself while charging for defibrillation. As a result, defibrillation was no performed. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. The patient did not survive.